Event description:
On (B)(6) 2010, company rep and pt on conference call reported her infusion headset "fell out" when using the restroom. Unable to troubleshoot, the issue at this time. Company rep reported pt is scheduled for add'l training on (B)(6) 2010. On f/u call to pt on (B)(6) 2010, pt reported the infusion set came off of her skin when she lowered her pants to use the bathroom. Discussed using dressing to secure the infusion set to her skin. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.